Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. Additionally, the investigation identified upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.the uso seal was replaced and the device passed all testing.

Event description:
It was reported that the battery separators were missing. The event occurred during testing. Additionally, the investigation identified upstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable.